Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: 3387s-40, lot# va07vdz, product type: lead. Product ID: 748351, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that there were impedances greater than 4,000 ohms on some of the bipolar and unipolar pairs. The reporter called inter-operatively and stated that contact 0 had high impedances, 12,000 to 14,000 ohms, on both unipolar and bipolar pairs. The reporter stated that during lead testing contact 0 was used to provide therapy and it worked fine. The doctor replaced the extension and there were still high impedances, so the doctor wanted to try another implantable neurostimulator (ins). The ins was replaced, but still produced high impedances this time between 11,000 and 13,500 ohms. Five days later it was reported that there was most likely a problem with the 0 contact. The patient would be turned on in three weeks. Refer to manufacturing report #3004209178-2014-09968 as another ins was tried, but not implanted.

Event description:
Additional information received reported that the patient was turned on with good therapeutic results.